Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2013. Revision operative notes indicate that a revision procedure was performed on (B)(6) 2014 due to limited range of motion as a result of arthrofibrosis. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2013. Revision operative notes indicate that a revision procedure was performed on (B)(6) 2014 due to limited range of motion as a result of arthrofibrosis. The tibial bearing was removed and replaced.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total knee arthroplasty on an unknown date. Subsequently, patient underwent a manipulation procedure on (B)(6) 2013 due to stiffness. Patient was further revised on (B)(6) 2014 due to arthrofibrosis.